Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that data points were missing from the continuous glucose monitor graph. Customer¿s blood glucose level was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.